Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing on lot # 4265894. This is a mds product, risks, hazards and harms are captured under the umbrella of risk management document rm479. Investigation summary: customer returned photos of 1/2cc, 8mm, 30g bd safetyglide insulin syringes in blister packs from lot # 4265894. Customer states that she has found 12 units expired in her storehouse, and when she tried to consult the manufacturing date, she noticed only the batch and expiration date. The photos were examined and exhibited the lot number and expiration date printed on the blister packs. This falls within specifications for this product. A review of the device history record was completed for batch# 4265894. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 30ga 8mm bls 400 sg brazil was missing label information on 12 occasions before use. The following information was provided by the initial reporter: customer complaints regarding the way how it's described the batch and expiration date, without information regarding the manufacturer date. She thought confuse the information in the packages. She has found 12 units expired in her storehouse, and when she tried to consult the manufacturing date, she noticed only the batch and expiration date. Customer complaints it should be more specific the way the information are detailed.